Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed multiple elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Additionally, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log file confirmed elevated pump power and flow with values as high as 13.2 watts, and 12.0 liters per minute, respectively. Of note, these elevations occurred during pi events; however, a specific cause for the elevations cannot be conclusively determined through this evaluation. No other notable events were captured. The pump appeared to function as intended and operated at the fixed speed for the duration of the file. The patient remains ongoing on the hm ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. The IFU lists hemolysis as an adverse event that may be associated with the use of the hm ii lvas. The patient care and management section discusses anticoagulation, including recommended inr (international normalized ratio) values. Section 1 of the IFU, ¿introduction¿, addresses pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted for review for a patient on an ungrounded patient cable (MFR 2916596-2020-03368). The pump parameters showed power / flow trending upward with pulsatility index (pi) trending downward. The driveline phase data showed a notable increase on all 3 phases. This was due to the log file capturing elevated power levels. All 3 phases increased by an approximate count of 8 and were all trending upward. Technical services noted that the increase in phase data values was not concerning and did not indicate there was any further degradation to the driveline phases. It was additionally communicated on 22may2024 that the patient was admitted with elevated lactate dehydrogenase (ldh) on (B)(6) 2024. A non-device related cause for hemolysis was not identified. The patient was placed on heparin and their ldh normalized after several days. The patient was discharged and followed up on (B)(6) 2024. Ldh results were back to baseline, and the site stated that other than that everything else was normal. No images were available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.